Event description:
Patient was connected to continuous chemo pump and noticed it leaking at the filter. New set applied and that filter also leaked--see 2 lots in this report. Expiration date for the 2nd set was 05/08/2026. FDA safety report ID# (B)(4).